Manufacturer narrative:
Additional information: device evaluation: lens was returned in micro-centrifuge vial, with moisture. Visual inspection found optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -09.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.